Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that one of the patient¿s leads was ¿not going to the area it needed to be.¿ it was reported that the other lead was functioning and the patient getting some pain relief. Nothing had been done about the bad lead at the time of the call because the patient was still getting a lot of benefit from the other lead. No symptoms or complications were reported. Additional information was received from a family member of a patient on (B)(6) 2017. It was reported that soon after the device was implanted, the right side never worked. They kept going back and forth to doctor¿s office to get it to work until a couple of months after implant, the x-ray was done, which revealed that the right-side lead slipped down from its original position. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2017. No further complications were reported/are anticipated.